Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿component physically burnt¿. The unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record by (B)(6) on 2017-oct-20 shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on(B)(6) 2017, service found that the power cord was burnt.